Manufacturer narrative:
The device was received for eval and an investigation will be conducted. Add'l info will be submitted once the quality investigation is completed.

Event description:
The report received indicated the micro drill was overheating and noisy during regular quality check at the user facility. There was no pt involvement and no adverse consequence was associated with the event.